Event description:
Event description guidant received information that this implantable lead fractured because the bifurcated rate/sense was not sutured down, and the lead fractured from free floating rubbing. The patient is in the changeout procedure. The physician plans on using the atrial lead for the right ventricle pace/sense (using an adapter to make it bifurcated 4.75).